Event description:
Boston scientific received information that this pulse generator was removed from service at elective replacement time (ert) after implant of five years, which is less than was expected for this device. There were no adverse patient effects beyond the surgical intervention that occurred to address this issue. During the device intervention, the associated right ventricular lead was also removed from service due to low impedance and high thresholds issues.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
This medical device is expected for return to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.